Event description:
"Please explain why you are dissatisfied with your mako experience" the following: "distal femur fracture in 1 patient through pinnholes. Long surgical time. No perceived benefit"

Manufacturer narrative:
It was reported that the patient had periprosthetic fracture, and the user was annoyed due to long surgery time. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
"Please explain why you are dissatisfied with your mako experience" the following: "distal femur fracture in 1 patient through 'pinnholes'. Long surgical time. No perceived benefit."